Event description:
It was reported to tyco healthcare/kendall on 3/21/2008 that a customer had a problem with the prefilled heparin syringes. The customer reports home infusion, chemo pt with a mediport. Immediately after unhooking the chemo, the line was flushed with heparin and the pt instantly began vomiting. The pt required hospitalization for IV fluids after being diagnosed with dehydration.

Manufacturer narrative:
Submit date 04/14/2008. An investigation is currently underway. Upon completion, the results will be forwarded. These reports are being filed in accordance to the april 8th FDA guidance.